Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm two days in a row. Blood glucose level near the time of the call was 260 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump alarmed during self-test due to faulty connector on radio frequency board. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.